Event description:
As reported by the field, this was a cerebral coil embolization of a unruptured aneurysm at the arteria communicans anterior (a-com) by using a simple technique. A guidepost was inserted and delivered to a1 with a guiding sheath (6f fubuki), a microcatheter (headway21) and a guidewire (chikai). The headway21 was removed and the excelsior sl10 microcatheter (mc) was inserted into the guidepost and the sl10 (mc) was inserted into aneurysm. A axium frame complex coil (3.5x6) was removed. An optima (3.5x6) was implanted as well as a galaxy g3 mini coil (1mm x 1mm) x1). The complaint coil, , a 1mm x 2cm galaxy g3 coil (glm910020, 30641961) was used but it was unable to be detached. A galaxy g3 mini (1mmx2mm) and a galaxy g3 mini (1mmx1mm) were also implanted. Hemostasis was archived with an 6f exoseal. It was confirmed the green system ready light was illuminated. The detachment button was pressed, and beep sound was heard. A continuous flush was done. The complaint coil was used as per the instructions for use (IFU).

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device was not returned for analysis. A manufacturing record evaluation (mre) was performed for the finished device 30641961 number, and no non-conformances related to the malfunction were identified. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Updated sections on this medwatch: b4, b5, e1, e2, e3, g3, g6, h2 and h10. Section b5: additional information received indicated that there was no patient injury, death, additional intervention (i.e. Medical or surgical) to preclude serious injury or death, hospitalization, prolongation of existing hospitalization, or permanent disability. No excessive force was applied to the device. The device was removed from the patient without the need for additional intervention. There were no device fragments that remain in the patient. The procedure was completed with several coils implanted and hemostasis was archived without problems. The device(s) were used and prepped as per the IFU. There had not been any packaging issues. The labeling was correct, the inner pouch was securely sealed and there was no evidence of device contamination. No foreign material was found. An adequate and continuous flush was maintained through the devices. The physician did not feel the procedural delay was clinically significant. The concomitant devices functioned as expected. Section e1. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, this was a cerebral coil embolization of a unruptured aneurysm at the arteria communicans anterior (a-com) by using a simple technique. A guidepost was inserted and delivered to a1 with a guiding sheath (6f fubuki), a microcatheter (headway21) and a guidewire (chikai). The headway21 was removed and the excelsior sl10 microcatheter (mc) was inserted into the guidepost and the sl10 (mc) was inserted into aneurysm. A axium frame complex coil (3.5x6) was removed. An optima (3.5x6) was implanted as well as a galaxy g3 mini coil (1mm x 1mm) x1). The complaint coil, a 1mm x 2cm galaxy g3 coil (glm910020, 30641961) was used but it was unable to be detached. A galaxy g3 mini (1mmx2mm) and a galaxy g3 mini (1mmx1mm) were also implanted. Hemostasis was archived with an 6f exoseal. It was confirmed the green system ready light was illuminated. The detachment button was pressed, and beep sound was heard. A continuous flush was done. The complaint coil was used as per the instructions for use (IFU). Additional information received indicated that there was no patient injury, death, additional intervention (i.e. Medical or surgical) to preclude serious injury or death, hospitalization, prolongation of existing hospitalization, or permanent disability. No excessive force was applied to the device. The device was removed from the patient without the need for additional intervention. There was no device fragments that remain in the patient. The procedure was completed with several coils implanted and hemostasis was archived without problems. The device(s) were used and prepped as per the IFU. There had not been any packaging issues. The labeling was correct, the inner pouch was securely sealed and there was no evidence of device contamination. No foreign material was found. An adequate and continuous flush was maintained through the devices. The physician did not feel the procedural delay was clinically significant. The concomitant devices functioned as expected. The device was not returned for analysis. A manufacturing record evaluation (mre) was performed for the finished device 30641961 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint of ¿failure to detach¿ could not be confirmed. Based on the manufacturing record evaluation (mre), there is no indication that the event is related to the device manufacturing process. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.